Event description:
The customer reported that co's multiview workstation (central pt monitor) while networked with co's gamma bedside pt monitor would not always display visual or annuciate life threatening and critical alarms.